Manufacturer narrative:
Device evaluated by manufacturer, additional information: analysis of the implanted device is not required for the reported event as it would not provide any additional relevant information.

Event description:
It was reported that the patient's device had migrated and was able to be flipped underneath the skin. The surgeon had not yet evaluated the patient but suspected that if surgery was needed it would be elective. The patient was later referred for a surgery to replace the generator and reposition the new generator under the muscle. It was reported that surgery had occurred and the generator was replaced. The explanted generator was received and is undergoing product analysis. However the results of analysis will not be reported in supplemental reports unless there is information relevant to the generator¿s migration. No additional relevant information has been received to date.